Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Consumer reported t hey wanted to bring their adaptive stim down for standing up. It was reported that they would bring it down to 2.5 and stand in that position for 1-3 minutes to save the position. It will be fine for maybe a half hour or so, but when they start to exercise, it shoots back to maybe 5 for the stimulation intensity. Patient was told it could take up to 5 minutes to save the position. Patient reported ¿now it says 2.2v, but I will walk around and come back to it and it will be pretty heavy and then it will be 5.1." Consumer reported it was still in the stand-up position, but it was changing on its own. Patient reported if when they walk around, it will change on its own. Patient reported they could not adjust the stimulation using their controller. The patient was told to turn adaptive stim off and they replied that the only thing in their settings was adaptive. Patient reported they were at 2.2v and sitting down however the device was telling them they were standing up. These issues reportedly began since implant ((B)(6) 2018). It was later reported that adaptive stim mobility was set to 5.1ma, upright 2.1ma, laying left, right and front are 2.9 and 3.3ma. No further complications reported/anticipated.